Manufacturer narrative:
We will file a follow-up MDR if more information is received. (B)(4).

Event description:
It was reported that a patient was in the middle of undergoing an echocardiography stress test when the ultrasound system locked up. The user rebooted the system in order to restore the systems' functionality. The test was repeated because the patients' entire data was lost and unrecoverable. The test was subsequently completed after it was delayed by 30 minutes. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and to provide the type of report (see sections g4,g7); provide the type of reportable event, provide the type of follow-up, and update the event problem and evaluation codes (see sections h1,h2,h6); and provide additional manufacturer narrative (see section h10). The device referenced in this report was not returned to siemens for investigation and the system log file was not available for review; therefore, no investigation could be performed. The root cause of the reported event could not be identified. Reference complaint # (B)(4).